Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of the returned product found that the outer edge of head has broken away but is still attached to the screw. There are wear marks consistent with usage of the device. Further analysis of the bone screw head showed that it suspected to have fractured due to shear overload. Analysis of the bone screw head fragment showed that the composition was consistent with ti-6al-4v alloy. Complaint sample was evaluated and the reported event was confirmed. Review of device history records identified no deviations or anomalies during manufacturing. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw head fractured while inserting the screw. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.